Event description:
It was reported that externalized conductors were noted via x-ray. The lead was explanted. The device was not functioning properly. No further information is available on the device.

Manufacturer narrative:
All information provided by manufacturer, and maude report (B)(4).